Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that all keypad buttons are unresponsive. The keypad is peeling near the up arrow button. Keypad was removed and contamination was found under all button contacts. No damaged misaligned contacts observed.

Event description:
The patient contacted animas on (B)(6) 2012, stating that after swimming in a pool, the keypad buttons and the audio bolus button were unresponsive. The keypad was reportedly intact. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.